Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power on the compact air drive device was too low. It was noted that the motor had low power and the soft mode switch was too loose. It was further determined that the device failed pretest for check the power with test bench, check triggers for forward / reverse mode, check function of soft mode switch (safety system), check for air leak, and check reverse locking mechanism. It was noted in the service order that before use it was observed that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.